Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal y-site of a clearlink system solution set was damaged/broken while disconnecting an unspecified access set tubing. While disconnecting the access set, it was noted that the clear plastic center piece from the distal y-site detached and on the end of the access set tubing. This issue occurred after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.